Event description:
It was reported that remote transmission review identified far-field r-wave oversensing, resulting in inappropriate at/af detections. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicates that programming changes were made. The patient was asymptomatic.